Event description:
On (B)(6) 2026, the user underwent a sensor insertion procedure in which an initial sensor was implanted in the left arm. Due to inability to obtain a stable signal during linking, with signal strength limited to poor, a second sensor was implanted in the right arm during the same appointment with their hcp. The sensor implanted in the left arm could not be removed at that time.

Manufacturer narrative:
Based on the case notes, the hcp described that the sensor inserted in the left arm was not palpable and could not be located with magnet and ultrasound. It was reported that the user potentially has dense fibrous tissue in the area, likely pre-existing scar tissue, which could have contributed to the difficulty observed during the insertion as well as removal (MFR#: 3009862700-2026-01348). The user was aware that the left-arm sensor would require removal at a later date. Sensor removal status will be provided with a supplemental report once it becomes available.